Manufacturer narrative:
Patient weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with a percutaneous lead (driveline) infection. Additional information was requested but was not provided.

Manufacturer narrative:
Correction.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient contacted the lvad coordinator on (B)(6) 2018 stating that they were experiencing driveline drainage and pain. Th patient came into the vad clinic for a follow-up on (B)(6) 2018. The patient was admitted for monitoring and IV antibiotic treatment. Cultures were take on (B)(6) 2018 and no reported growth to date. The account reported the patient remained on antibiotics until (B)(6) 2019. The patient then switched to oral antibiotics until (B)(6) 2019. The patient attended weekly wound appointments with ultrasound therapy, dressing changes, and silver nitrite treatment. The account detailed wound care discontinued on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.